Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported with the beeping. Customer's blood glucose was 70 mg/dl. From yesterday voice was too low but he had the volume at 5. Self test was done and then there was a circuit failure. Customer remove battery for 10 min, after this voice still has no change, self test again then another circuit failure occured. Customer fill cannula is in history alarm. Pump will be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No power supply test failed during self-test alarms or audio/vibrate anomalies or absence of alarms during testing. Hardware low level failures (variable 3), problem isolated to keypad assembly.